Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient presented with hardened areas under the skin above her umbilicus with drainage. Computerized tomography, CT, and wound cultures were obtained showing deep seated infection positive for staph aureus requiring debridement and placement of a wound vacuum, IV daptomycin/cefepime was started. Antibiotics were changed to cefazolin (B)(6) 2023, cefadroxil on (B)(6) 2023, cefadroxil and ciprofloxacin on (B)(6) 2023, cefepime on (B)(6) 2023, cefepime/daptomycin on (B)(6) 2023, micafungin on (B)(6) 2023, cefadroxil/ciprofloacin/fluconazole on (B)(6) 2023. Driveline debridement w/ wound vac placement were additionally performed on (B)(6) 23,(B)(6) 23, (B)(6) 23, (B)(6) 23.

Manufacturer narrative:
Related MFR #2916596-2024-00212, #2916596-2024-00213, #2916596-2024-00216, #2916596-2024-00217 manufacturer's investigation conclusion: the patient expired (MFR # 2916596-2024-00105). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.